Event description:
New information received notes the right atrial lead was explanted and replaced on 27 feb 2023. The patient was condition is unknown.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, d9, h1, h3, h6.

Event description:
New information received notes the patient was in stable condition after the explant procedure.

Manufacturer narrative:
The reported event of ¿high atrial lead impedance greater than 2050¿ could not be confirmed. As received, a partial distal portion of the lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The low voltage lead impedance test could not be performed due to the lead was returned incomplete consistent with procedural damage. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high impedance was noted on the right atrial lead. No intervention was performed. The patient was stable.